Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report sensor anomalies. The customer stated that the first sensor got stuck in the serter and the second sensor's cannula was detached. The customer stated that the serter never worked. The customer's blood glucose level was 167 mg/dl. The customer was advised to return the two sensors back for analysis, and they were replaced.